Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was no display on the camera cart monitor on the system. The camera was getting power and the camera cart monitor was black with no splash screen. The representative (rep) swapped the uninterruptible power supply (ups) power to the camera cart monitor with power to the poe injector with no change. The rep tapped the soft key on the right and the monitor turned on. Once the monitor came back on, there was no touchscreen functionality on the monitor. The rep then swapped the universal serial bus (usb) cable in the person computer over internal protocol (pcoip) client with a usb port and the functionality was restored for a moment but then stopped. The rep reseated the usb cable in the back of the monitor and the functionality was restored. There was no patient involvement.

Manufacturer narrative:
D10/d11: concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.